Manufacturer narrative:
It was initially reported that the device was not returning for evaluation. The device was subsequently received. The pump was returned assembled and the evaluation did not reveal any depositions. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A correlation between the device and the reported thrombus could not be conclusively determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years, 9 months. The distal end of the percutaneous lead was received for evaluation. The explanted pump was not returned. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient underwent a pump exchange on (B)(6) 2016 due to thrombus. Additional information was requested but was not provided.

Manufacturer narrative:
Upon routine review of the complaint file it was noted that additional event information received after the initial medwatch report had been inadverdently omitted from the final report.

Event description:
Additional information: it was reported that the patient had been admitted on (B)(6) 2016 due to right ventricular failure, atrial fibrillation with rapid ventricular response, and fluid overload. The main goal of the admission was reportedly to diurese the patient. The patient was doing well until several days prior to the pump exchange when the patient was found to have an increased lactate dehydrogenase level and hematuria. The patient was treated with heparin. The patient had an inr goal of 2.0 at the time of the event.